Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the reservoir. The reservoir was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404012. Serial number: n/a. Batch/lot number: 1000076759. Model/catalog description: cxr 14cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.